Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.